Event description:
It was reported that bd posiflush-xs / sf had package damage. The following information was provided by the initial reporter: posiflush outer package (paper side) damage due the pressure compacted inside box and position of the syringe from the supplier. No harm caused to a patient.

Manufacturer narrative:
This MDR is the result of an investigation finding: a device history record review was completed for provided material number 306572 and lot number 4242754. The review did not reveal any possible detected product non-conformances during the production process that could have been related to this reported incident. To aid in the investigation of this issue, both picture and physical samples were received for evaluation by our quality team. Through examination of the samples, package damage on the top web component was observed. This package damage would breach the sterility of the blister pack. A review of the mes (manufacturing engineering system) with the technical team showed that there had been an issue with the packaging robot on a shift during the manufacture of this batch which most likely caused damage to the packaging top web. This issue was confirmed resolved on the next shift. This is the first report received for this type of defect on lot number 4242754. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.